Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was watching tv when he started to feel weird so he looked at his cgm and the reading was 80 mg/dl. The patient did not trust the cgm reading as he was having issues since he inserted it. The patient took a bg reading which was 36 mg/dl. He went to the kitchen to get some juice but he was not able to as he became unresponsive. His wife's sister called 911 and before the ambulance got there, he was already convulsing (seizures). When the ambulance arrived they took a bg reading (no values reported) and treated him with glucose gel. The patient was not taken to the hospital. At the time of the report the patient was feeling better. Not related to this event it was also reported that the patient took measurements before calling dexcom to report this event on the 03/20/2024, cgm reading was 309 mg/dl and the bg reading was 260 mg/dl. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.